Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a 46-year-old female patient. Additional follow up information was received on (B)(6) 2019 from the physician through doc to doc contact. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with sculptra to lateral face and mentonian region with cannula (unknown lot number, amount and injection technique. The sculptra was diluted with 8 ml of water and with 48 hours of reconstitution. On the day of treatment, 2 ml of lidocaine [lidocaine] without vasoconstrictor was added. On the same time, patient was injected with dysport in the area of the mental muscle. On (B)(6) 2019, three days after the treatment, the patient returned to the physicians office because of the involuntary movements at the right hemiface as if it were a muscular contraction with deviation of labial commissure. The patient was evaluated by a neurologist who discarded the possibility of facial paralysis and diagnosed the patient with dystonia (dystonia) caused by neuritis (neuritis). Treatment for the adverse events included unspecified oral corticoid, amitriptyline hydrochloride [amitriptyline hydrochloride] and pregabalin [pregabalin] with partial improvement. The physician informed that patient would perform electroneuromyography for diagnosis elucidation on (B)(6)2019. No result has been reported. The physician clarified that performed application of sculptra on all lateral of the face and the area near the chin and at the same time the dysport in the area of the mentual muscle. The physician believed that the patient massaged the site and there was diffusion of the dysport, leading to the drop in the angle of the mouth. Outcome at the time of the report: dystonia was unknown. Neuritis was unknown. Tracking list: v.0 initial report, v.1 fu reported on (B)(6) 2019: the patient demographic data such as gender and age at the time of event was added. Device location, cannula, concomitant drug, new event of neuritis and corrective treatments were added. This version was upgraded to serious due to required medical intervention and permanent damage. V.2 fu reported on (B)(6) 2019: concomitant treatment added. Physician clarified about investigation to be performed, suspect device location and possible reason for event.

Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, unexpected event of dystonia and the serious, expected event of neuritis were considered possibly related to the treatment procedure and were medically confirmed by a neurologist. Serious criteria include permanent disability and need for medical intervention to prevent permanent damage. Dystonia, including oromandibular dystonia, is typically a chronic condition that often requires chronic medical treatment. Potential etiologies include neuritis secondary to procedural trauma. Potential contributory factors include injection technique, the inflammatory effects of sculptra, genetic predisposition, chronic bruxism or temporomandibular joint syndrome, possible massage at the site by patient leading to diffusion of toxin and an undiagnosed underlying medical condition. The case meets the seriousness criteria for expedited reporting to the regulatory authorities.

Manufacturer narrative:
Lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious, unexpected event of dystonia and the serious, expected event of neuritis were considered possibly related to the treatment procedure and were medically confirmed by a neurologist. Serious criteria include permanent disability and need for medical intervention to prevent permanent damage. Dystonia, including oromandibular dystonia, is typically a chronic condition that often requires chronic medical treatment. Potential etiologies include neuritis secondary to procedural trauma. Potential contributory factors include injection technique, the inflammatory effects of sculptra, genetic predisposition, chronic bruxism or temporomandibular joint syndrome and an undiagnosed underlying medical condition. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-jul-2019 by a physician which refers to a 46-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with sculptra to lateral face and mentonian region with cannula (unknown lot number, amount and injection technique. The sculptra was diluted with 8 ml of water and with 48 hours of reconstitution. On the day of treatment, 2 ml of lidocaine [lidocaine] without vasoconstrictor was added. On 05-jul-2019, three days after the treatment, the patient returned to the physician's office because of the involuntary movements at the right hemiface as if it were a muscular contraction with deviation of labial commissure. The patient was evaluated by a neurologist who discarded the possibility of facial paralysis and diagnosed the patient with dystonia (dystonia) caused by neuritis (neuritis). Treatment for the adverse events included unspecified oral corticoid, amitriptyline hydrochloride [amitriptyline hydrochloride] and pregabalin [pregabalin] with partial improvement. Outcome at the time of the report: dystonia was unknown. Neuritis was unknown. Tracking list: v.0 initial report, v.1 fu reported on 23-jul-2019: the patient demographic data such as gender and age at the time of event was added. Device location, cannula, concomitant drug, new event of neuritis and corrective treatments were added. This version was upgraded to serious due to required medical intervention and permanent damage.